Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. Access was obtained via the radial artery. The eccentric, de novo, 3.50mm in diameter and 65% stenosed target lesion being treated was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A pt² guide wire was advanced to the lad. The guide wire was removed intact from the patient, however once outside of the patient the distal end of the guide wire fractured. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. Access was obtained via the radial artery. The eccentric, de novo, 3.50mm in diameter and 65% stenosed target lesion being treated was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A pt 2 guide wire was advanced to the lad. The guide wire was removed intact from the patient, however once outside of the patient the distal end of the guide wire fractured. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the returned device had distal tip damaged and kinks at proximal side. The device was received loaded in the hoop. A fracture was noted at 183 .0 cm from the proximal end. Additionally, there were kinks present at 0.5 cm and 1.5cm from the proximal end. The returned unit was sent for further analysis at an external lab to determine the fracture failure mode. The external lab report states that the failure occured due to a fatigue event in two directions followed by a final tension overload. No other material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).